Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. Upon examination of the device it was noted that the vessel locator was partially open and the clip was on the clip delivery tube. Hemostasis was achieved using a femostop and manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.